Manufacturer narrative:
(B)(4).

Event description:
Customer states: 5 days after intubation, when a bronchofiberscope was inserted, a stricture of the tube was found. The tube was removed. The part of the tube below the bite block had bent. No additional information obtained at this time.